Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an infection in the abdominal region and subsequently passed away due to an unreported cause. It was reported that the pt had many infections (unspecified). It was not reported whether any of the infections were peritonitis. On an unreported date, the pt was switched from pd to hemodialysis (hd). It was not reported if the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.